Event description:
It was reported the patient presented for implant procedure. During surgery, after the leadless pacemaker (lp) was fixated and released, the capture threshold increased. The lp was retrieved and was unable to dock with the delivery catheter. The lp was successfully implanted using a new delivery catheter. There were no patient consequences.